Event description:
The customer reported obtaining erratic patient results for ion selective electrode include sodium, potassium and chloride on their au5800 clinical chemistry analyzer. The customer did not report the results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 and found there were bubbles and leakage in the buffer syringe. The fse also found the sample cup and stirring rod were dirty. The fse replaced the buffer valves and the buffer syringe along with cleaning of the sample cup and the stirring rod to resolve the issue. The fse performed calibration, quality control and patient samples, which all passed. The fse verified analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).